Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The right frame was returned for evaluation, however subsequent testing could not verify the complaint of the headtube being welded on crookedly. Instead, it was identified that the frame was bent. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Right side frame is reported to have had the headtube welded on crooked.